Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker, at implant, exhibited high out of range pacing impedance measurements greater than 2000 ohms and pacing was not delivered when required. A new device was chosen to be implanted. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
During the procedure, this right ventricular (rv) lead was tested with a pacing system analyzer (psa). The lead produced normal measurements. When connected with the device, high, out of range impedance measurements were again observed. A new device was chosen and successfully implanted with acceptable measurements. The attempted device was returned and analyzed. The device passed all testing and met specifications. No adverse patient effects were reported. This rv lead remains in service.